Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent a device check prior to a magnetic resonance imagery (MRI). Disconnected electrode was identified and the patient requested a system explant to restore MRI compatibility. At the time of this report, no additional information on the explant procedure is available to saluda. Saluda representatives are not expected to be consulted further on this event.

Manufacturer narrative:
The lead was not returned to saluda. Device logs were reviewed and confirmed an electrode disconnection. A root cause for the electrode disconnection could not be definitively determined. The evoke scs system MRI guidelines includes the warning, "MRI compatibility has not been determined for a system where the impedance of the lead shows disconnected or shorted channels. Impedance measurement must be performed to ensure no channels are disconnected or shorted prior to scanning." Section d4 serial number ¿ the serial number of the lead with disconnected electrode could not be determined. Two leads were implanted and the device information is provided below: lead1: product description: evoke 12c percutaneous lead kit - 60 cm. Serial/lot #: (B)(6). Manufacture date: 11/25/2022. Expiration date: 9/20/2023. Lead 2: product description: evoke 12c percutaneous lead kit - 60 cm. Serial/lot #: (B)(6). Manufacture date: 11/25/2022. Expiration date: 9/20/2023.